Event description:
Additional information provided by the customer. The subject device was inspected prior to use, with no issues found. The procedure that was being performed was a total laparoscopic hysterectomy. No substantial delay in the procedural time was reported. The intended procedure was completed with the same device with no patient impact.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated section b5) and the results of the legal manufacturer¿s investigation. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met the final product release criteria. No abnormalities were found. Complaint history review: there were no complaints of events that were the same or similar to the reported events at the same facility and on the same device. However, a similar complaint, (B)(6), was initiated from another facility. Conclusion: the root cause could not be identified; however, it is presumed that the event may have occurred due to the corrosion of the cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that this allegation was confirmed. Additional issues were identified during the device evaluation: flickering in image due to a loose receptacle; dust was inside the unit; the wire was found rusty; the front panel was broken; and there was heavy corrosion on the top cover and rear panel. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported on behalf of the customer that, during a procedure, flickering occurred on the display while the cautery was being used on the visera elite video system center. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the device was displaying an intermittent image that was caused by a corroded image cable. This report is to capture the reportable malfunction of the intermittent image found at estimation.